Event description:
It was reported that the user experienced a low blood glucose of 40 mg/dl after announcing a ¿more than lunch¿ meal and consuming a full sandwich, while typically eating a half sandwich, and expressed confusion about how to announce meal size and meal type. Symptoms included hypoglycemia and shaking/ tremors. Outcomes included the need for oral glucose treatment. Investigation included case review and user education with referral for additional training on meal announcements. Investigation of this case revealed user-related use error associated with incorrect meal size selection and misunderstanding of meal type announcements, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect meal announcement and carbohydrate mismatch.